Event description:
It was reported that the customer was hospitalized for high blood glucose, and he was treated with insulin drip. Troubleshooting was performed. Reviewed the programming, settings, time, date, basals and bolus history and they were correct. The alarm history showed several battery alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge